Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® double lumen over-the-wire power-injectable PICC broke during insertion. The operator went to split the locking peel-away introducer sheaths and it came apart. The procedure proceeded with the PICC line remaining inside in the patient. The patient did not require any additional procedures due to this device issue. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The record states the product was disposed of after the procedure. However, an image of the failed device has been attached to the record. The image shows one side of the peel-away sheath completely severed from the handle. One end of the severed sheath displayed fraying and appears to be the proximal end, while the other end displayed a smooth taper and appears to be the distal end. Because the image is a single 2 dimension object, we are unable to examine the device for defects in the handle or sheath webbing that could have resulted in this failure. It cannot be determined if the fray pattern on the sheath tubing resulted from pressures placed on the tubing during the peeling process or if this failure occurred due to a defect in in the tubing/handle interface. The device is shipped with instruction for use (IFU) which notes: peel the sheath away from the catheter by grasping the two tabs of the sheath, snapping them down, and pulling outward and upward. There is no information if the sheath met resistance while being removed. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. H3 other text : blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation. A review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The record states the product was disposed of after the procedure. However, an image of the failed device has been attached to the record. The image shows one side of the peel-away sheath completely severed from the handle. One end of the severed sheath displayed fraying and appears to be the proximal end, while the other end displayed a smooth taper and appears to be the distal end. Because the image is a single 2 dimension object, we are unable to examine the device for defects in the handle or sheath webbing that could have resulted in this failure. It cannot be determined if the fray pattern on the sheath tubing resulted from pressures placed on the tubing during the peeling process or if this failure occurred due to a defect in in the tubing/handle interface. The device is shipped with instruction for use (IFU) which notes: peel the sheath away from the catheter by grasping the two tabs of the sheath, snapping them down, and pulling outward and upward. There is no information if the sheath met resistance while being removed. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.